Event description:
It was reported (maude report number mw5145084) that the patient experienced myoclonic convulsions following the deep brain stimulation (dbs) implant procedure. No further information could be obtained.

Manufacturer narrative:
Block g2: report source is the FDA maude report.